Event description:
During evaluation, it was reported that the transfer set sleeve was found to be in the closed position. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation is not complete. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter for evaluation. A visual inspection was performed which noted that the twist sleeve was in a closed position in un-opened pouch. The cause was determined to be an assembly/manufacturing issue. A review of all batch record documents was performed for lot number h13f20075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.